Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
The customer reported that during intra-aortic balloon (iab) therapy when patient was coming off bypass in cvor there was an auto fill failure alarm generated. The clinicians attempted to troubleshoot without success so they switched the patient to a different console but the same alarm persisted and they were unable to resolve the issue. After 2 alarms the surgeon decided to discontinue the iab catheter and removed it in the or. There was no harm or injury to the patient.